Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they feel no stimulation in their back and the only thing they get is an electrical shock going down their leg. Patient noted they were advised to use therapy group e. Patient stated they had previously contacted their rep but had not heard back. Agent sent email to field and redirected to healthcare provider (hcp). Patient commented they have [unrelated] spinal stenosis and need to be able to stand straight up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they soke with this patient and his wife. Rep found that they had only one program on put of 4 so rep walked them through how to turn each on and how to increase or decrease intensity if needed. Patient is all good now but will call rep in about a week with how he¿s feeling and if there are any other issues with any ¿shocking¿. Other factors unknown but rep had him decrease the intensity. As of now it appears to be resolved. Patient will follow up with rep if he has any more issues.